Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811 aspirating ablator, 90° batch number 66959660, was received for investigation. No functional testing was performed due to the device's connector was cut. Visual evaluation found that the aspirating probe electrode face was detached.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6)2022 by a sales representative via sems that an ar-9811 apollo probe tip fell off during surgery. Case involvement, device broke during use.